Manufacturer narrative:
(B)(4).

Event description:
It was reported through a patient survey that the patient is experiencing worse pain than he felt prior to his superion implant procedure. The physician has prescribed him medication and physical therapy.

Manufacturer narrative:
H6 patient code 3191: no code available was used because there is not an equivalent FDA code for additional intervention.

Event description:
It was reported that the patient is experiencing worse pain than he felt prior to his superion implant procedure. The physician has prescribed him medication and physical therapy. Boston scientific subsequently received information providing the physicians first name.

Manufacturer narrative:
H6: patient code 3191: no code available was used because there is not an equivalent FDA code for additional intervention.

Event description:
It was reported that the patient is experiencing worse pain than he felt prior to his superion implant procedure. The physician has prescribed him medication and physical therapy. Boston scientific subsequently received information providing the physicians first name. Boston scientific subsequently received information indicating the patient was doing well when seen by the physician for a follow visit.